Manufacturer narrative:
The hospital biomed replaced the switched common gas outlet, resolving the alarm condition. No report of patient involvement. The hospital biomed replaced the switched common gas outlet, resolving the alarm condition.

Event description:
The hospital reported that, following boot-up, the unit alarmed "ventilate manually", "vol & apnea monitoring off", and "non-circle circuit". There was no report of patient involvement.